Event description:
Baxter germany reports a transfer set with an effluent leak. The leak occurred with the twist clamp in the closed position. Noted during use. No pt injury or medical intervention reported.